Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 217 mg/dl. Customer's father stated the customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window, corners, battery tube threads and minor scratches on lcd window.